Manufacturer narrative:
(B)(4). To date the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the sponge is linting more than other brands of sponges used. No further information is available.